Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. A visual assessment was performed after disinfection. The catheter was kinked in several areas near the distal end. As received, the working channel sleeve did not protrude from the distal cap. However, maximum working channel sleeve protrusion was noted when the small knob was articulated counterclockwise. A functional assessment was performed. A guidewire was inserted into the spyscope while the working length was held in 2-10¿ loops and the distal end of the device was inserted into the fixture simulating tortuous anatomy. The distal tip was aligned between the black markings on the path, with the shaft of the catheter oriented such that the working channel was on the inside of the radius in the path. The guidewire passed freely through the working channel. A spybite was also inserted into the spyscope ds; the spybite passed freely through the working channel. Resistance was not felt with either accessory. The reported complaint incident of ¿difficult/unable to advance accessories¿ was not confirmed because no issues were identified with passing accessories through the working channel. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax, as seen by the white area along bond a and the braid imprint throughout the pebax region. The handle was disassembled to inspect the working channel port and breakout mold. The pebax region proximal to the working channel sleeve was also inspected. No damage or irregularities that could cause or contribute to passability issues were observed. It was found during the investigation of the returned spyscope ds that the working channel sleeve was protruding. Based on the investigation and the receipt condition/functionality, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing process design. There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2018-00941 for the first spyscope digital access and delivery catheter, and 3005099803-2018-01012 for the second spyscope digital access and delivery catheter. It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during a procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the physician attempted to insert the spyscope ds along with a guidewire into the bile duct, however, the guidewire was stuck at the handle part of the device and could not be manipulated. A second spyscope ds was used and the guidewire was also stuck at the handle part of the device and could not be manipulated. The procedure was still completed with the second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; working channel sleeve protrusion.